Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "190 mg/dl" as compared to a result of "78mg/dl" obtained on another meter (ultramini) when tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.